Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). Device evaluated by MFR: the complaint device was not received for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that balloon rupture occurred. The 99% stenosed target lesion was located in a moderately tortuous and moderately calcified vessel in the left forearm. After crossing a guide wire to the lesion, a 4.5mmx40mmx135cm (4f) sterling balloon catheter was advanced for dilatation. However, during the 1st inflation, the balloon ruptured. The procedure was completed with a 4mmx4cm non-bsc balloon catheter. No patient complications were reported and the patient's status was good.